Event description:
The patient presented to the device clinic for a routine interrogation of his device. He reported no symptoms of palpitations, syncope, or shocks. Stored events showed multiple episodes of noise on the right ventricular (rv) wire within the past month. Four episodes were treated with antitachycardia pacing (atp) therapy and were shock diverted. All were inappropriate for noise on the rv wire. There was normal sensing. The rv lead impedance was >3000 ohms with no rv capture noted. The old ICD was explanted and a new ICD generator was implanted. The rv lead was capped and a new lead was implanted. The patient's outcome was satisfactory.